Event description:
It was reported that the system was aborting or shutting off during x-ray exposure. This could cause the system to become unusable due to the inability to produce a live image.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.